Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I used it once and it burned my tongue. [Burn of tongue]. It took half and hour and my tongue got back to normal [burning sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burn of tongue in a (B)(6)-year-old female patient who received denture cleanser (polident) unknown (batch number 0j003c, expiry date 10th august 2023) for mouth irritation. On (B)(6) 2021, the patient started polident at an unknown dose and frequency. On (B)(6) 2021, an unknown time after starting polident, the patient experienced burn of tongue (serious criteria gsk medically significant). On an unknown date, the patient experienced burning sensation. Polident was discontinued on (B)(6) 2021. On (B)(6) 2021, the outcome of the burn of tongue was recovered/resolved. On an unknown date, the outcome of the burning sensation was unknown. It was unknown if the reporter considered the burn of tongue and burning sensation to be related to polident. The adverse event information was received via call center representative (phone) on (B)(6) 2021. The consumer reported that "was doing okay until I tired this product for polident. Pro partial fluoride mouth wash. 16.9oz. . I used it once and it burned my tongue. I couldn't wait to get it off my tongue. I cant believe children 6 and up can use this. Sat 1 time. Mouthwash. No I will not visit an hcp. It took half and hour and my tongue got back to normal."